Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for not feeling well and was diagnosed with peritonitis on the same day. The cause of the peritonitis was unknown. On an unknown date, the patient was treated with unknown antibiotics. Approximate one or two days after the onset of peritonitis, the patient had their pd catheter removed. Six days after the onset, the patient¿s health status began to deteriorate significantly resulting in the patient being intubated. On the same day, the patient was discharged and passed away at home. An autopsy was not performed and the cause of death was unknown. The peritonitis did not resolve prior to the patient¿s death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.